Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. Upon evaluation, the customer's report was not replicated during testing, and the device successfully passed all functional and performance tests. The event trace was examined and revealed several alarms, such as low pressure, low minute ventilation, low peep, high peep, high pressure, and an increased respiratory rate (approximately 45 to 48 bpm). These observations align with patient-ventilator desynchrony, a possible circuit leak, or temporary airway instability, rather than indicating a malfunction of the device. Analysis for reports of this type has not identified an increase in trend.